Manufacturer narrative:
A field services engineer (fse) was dispatched to the customer site to further investigate the reported problem. The reported issue was identified through a log review. The universal surgical manipulator (usm) was replaced due to intermittent tool sensor errors. The system was then tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the evaluation. Failure analysis investigation could not replicate but did confirm the errors. The unit passed normal mode and also passed carriage lissajous, carriage sensor check, carriage switches, carriage strength, sine cycle and all carriage friction tests. The unit passed tableau engagement dashboard. All carriage gearbox and presence pins actuating properly with no issue on engagement with different instruments, tested and driven with endoscope, large clip applier, large needle driver, sterile adapter and cannula combination successfully. During visual inspection found some sort of a scraped/peeled-off piece of plastic on the acci pod cover, which was potentially related to the reported issue. As a precaution, various component will be replaced. No image or procedure video was provided for review. A log review confirmed the procedure date of 21-apr-2022 on system sk3136. This complaint is classified as a reportable event due to the following conclusion: the customer converted to laparoscopy after the start of the procedure due to the clip applier not being recognized on arm 3. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip applier instrument was initially unable to be removed from the arm. Technical support was contacted and the technical service engineer (tse) was informed by the customer that after some time they were able to remove clip applier instrument safely. A second clip applier was installed, but it was not recognized by the arm. The tse reviewed the logs and noted that this all happened on arm 3 and that the second clip applier failed to engage 3 times. It was at this time that the surgeon aborted to a laparoscopic procedure, prior to calling technical support. The tse suggested that they try swapping the drape, but the caller stated that it was over the surgical field and not possible at that time. The caller stated that they would like a field service engineer (fse) to perform a system verification to validate the system is functioning properly. The procedure was converted to laparoscopy surgery with no reported injury. The customer called back later to report that they were able to replicate the issue using a different drape and instrument on the same arm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.